Event description:
The reporter contacted lfs on march 1, 2010 alleging that the pt's one touch ultramini meter does not turn on. The pt mentioned that the power issue with the meter first started 3 weeks ago. The pt continued to take their diabetes medication. A couple of days later after the reported issue began, the pt exhibited blurred vision, and had frequent urination. The pt then went to visit their physician and was tested on the clinic's meter and his reading was 348 mg/dl. The pt was then treated with insulin at the physician's office. The reporter was unable/unwilling to verify the following: whether the meter powered on when pressing the power button, whether the batteries needed to be replaced and whether the pt was using the correct vial of test strips. The pt did not have a new vial of test stirps to verify whether the issue could be resolved. The product was replaced. The complaint is being reported since the reporter alleged that due to the meter not powering on, the pt developed symptom suggestive of hyperglycemia and had to receive medical treatment at the physician's office.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.